Event description:
It was reported that during unpacking for a calculus procedure, the fiber had quality problems, and it had stain. The procedure was completed with another device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed and the reported allegation in this complaint has not been confirmed, as the fiber packaging with the alleged foreign matter was not returned. The microscope inspection of the fiber revealed burn marks on the connector face. The fiber was used three times before; therefore, the observed condition likely occurred after previous use rather than during the reported event. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of packaging foreign matter was defined in the risk documentation. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during unpacking for a calculus procedure, the fiber had quality problems, and it had stain. The procedure was completed with another device without patient complications.